Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had unretractable phrenic nerve stimulation that could not be resolved with reprogramming. The patient's welfare required changing to right ventricle only. The lead was inactivated. No further patient complications were reported as a result of this event. The patient is part of the 246- block hf postmarket study.